Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019.

Event description:
The customer reported that the device had an alarm led fault. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 07 november 2019. The equipment was out of warranty. The engineer contacted the hospital and the hospital used a third party to address the issue. The engineer was able to confirm that the issue has been resolved and that the equipment has been returned to service.